Manufacturer narrative:
Serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The patient history of angiectasis and pharmacological factors such as anticoagulation are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that on 5/28/16 he was admitted after presenting to an outside hospital (B)(6) 2016 with 3 episodes of bloody bowel movements that day. At outside hospital hemoglobin was 8.4gm/dl (reference range 13-18gm/dl) and hematocrit was 25.7% (reference range 39-54%). On arrival to our institution hemoglobin was 7.8gm/dl and hematocrit 24.4%. He was transfused with 1 unit prbcs on (B)(6) 2016. He was started on IV pantoprazole, which was transitioned to oral route on (B)(6) 2016. Home asa and warfarin were held on admission and throughout hospitalization. On (B)(6) he underwent pill endoscopy. Results reported (B)(6) were that there were significant angiectasis in the stomach, but no active bleeding. On (B)(6) he underwent upper endoscopy which showed a few non-bleeding angiectasis in the stomach. They were treated successfully with argon plasma coagulation. The patient was discharged home (B)(6) with instructions to continue holding asa and warfarin.